Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient (para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2010, (B)(6) 2012, (B)(6) 2007), recurrent abortion and contrast media allergy. Concomitant products included cilest (ortho-cyclen), levonorgestrel (mirena) and nuvaring for birth control. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower abdominal pain"), high risk pregnancy ("high risk pregnancy") and complication of device insertion ("complications during essure placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove one or more of the essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, high risk pregnancy and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes learned on (B)(6) 2016 and (B)(6) 2016 captured under the cases (B)(4) respectively. The endometrium was exuberant. The right side was cannulated without difficulty and fairly well tolerated. The left side was difficult to identify and I thought that up was placing it in the ostia but the endometrium was over top and I began to roll device back and did not think that it was in the tube. This was reidentified and the device was placed in this area. It was fired and at least 10 coils were seen. The essure devices were placed with 10coils on the left and 4 remaining on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 23-year-old female patient (para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016 and device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multi gravida, parity 3 (live births: (B)(6) 2010, (B)(6) 2012, (B)(6) 2007) and recurrent abortion. Concomitant products included cilest (ortho-cyclen), levonorgestrel (mirena) and nuvaring for birth control. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/ lower abdominal pain"), high risk pregnancy ("high risk pregnancy") and complication of device insertion ("complications during essure placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove one or more of the essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, high risk pregnancy and complication of device insertion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, dysmenorrhoea, genital haemorrhage, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episodes learned on (B)(6) 2016 and (B)(6) 2016 captured under the cases (B)(4) respectively. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure start date updated from 2012 to (B)(6) 2014 and removal date updated from (B)(6) 2016 to (B)(6) 2018. Events lower abdominal pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, pregnancy with contraceptive device, high risk pregnancy, device ineffective, complication of device insertion, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove one or more of the essure coils on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.